Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10f navarre drainage catheter locking pigtail segment with a flexible cannula was received for evaluation. Visual, functional and dimensional evaluation were performed. An attempt to load the inner stylet into the cannula and catheter was performed and was successful after small pressure was applied. The stylet and cannula locked into place without issue. The distal tip of the stylet was noted to protrude at the distal end of the catheter. Based on the measurements recorded for length of stylet including hub and protruding portion of stylet at distal end of catheter, during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Therefore, the investigation is unconfirmed for the reported trocar needle being longer than the catheter issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an endoscopic guided ascites drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an endoscopic guided ascites drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.